Event description:
It was reported the external pulse generator (epg) shuts off when replacing the battery while the epg is on and the lower screen is on. Usually if the lower screen is on when battery is removed, the lower display will turn off and the epg will continue pacing for a minimum of 15 seconds. This was discovered during a preventative maintenance. The epg is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.